Manufacturer narrative:
Steris has requested the device subject of the event be returned for evaluation. The investigation for the reported event is in process; a follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that their endogator hybrid irrigation tubing was leaking water at the connection to the co2 pump. No report of injury.

Manufacturer narrative:
User facility personnel reported that the issue was identified during pretest before the start of the procedure. There was water on the floor because of the leak. The tubing subject of the event was returned to medivators for evaluation. It was found that the backflow valve had become separated from the tubing assembly resulting in the reported event. It could not be determined how the separation occurred. This lot was manufactured in august 2023 and to date there have been no other complaints associated with this lot. Medivators will continue to monitor for similar events to ensure the product performs as expected. No additional issues have been reported.